Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Customer service assisted with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact support if the issue returned.